Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed the high pressure test. The customer's blood glucose level was 334 mg/dl. The customer reported that they performed high pressure test on the insulin pump and it did not pass. They repeated the test and they reported that they finished the 5 units of insulin delivery but no alerts received. The customer also reported that the drive support cap appeared to be normal. The insulin pump will be returned for analysis.